Event description:
Additional information was received that thoracotomy was performed to treat the aortic dissection. Three days after the procedure, the patient had a cerebral infarction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6): product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with horizontal aortic anatomy at slightly less than 80-degree angle and an annulus perimeter of 68.2 mm. Due to anatomical reasons, a transfemoral approach was not possible and a left transseptal approach was used instead. Three deployment attempts were made resulting in recapture. On a fourth attempt at deployment the valve was implanted. After implantation, contrast radiography was performed to confirm whether there was any subclavian damage, and an aortic dissection was confirmed. Computed tomography imaging was performed after hemostasis further confirming the aortic dissection. The dissection was surgically treated at 20:00 on the evening of the valve implant procedure, and the valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with horizontal aortic anatomy at slightly less than 80-degree angle and an annulus perimeter of 68.2 mm, due to anatomical reasons, a transfemoral approach was not possible and a left transseptal approach was used instead. Three deployment attempts were made resulting in recapture. On a fourth attempt at deployment the valve was implanted. After implantation, contrast radiography was performed to confirm whether there was any subclavian damage, and an aortic dissection was confirmed. Computed tomography imaging was performed after hemostasis further confirming the aortic dissection. The dissection was surgically treated in the evening of the valve implant procedure, and the valve was explanted. No additional adverse patient effects were reported. Additional information was received which indicated that the dissection was located in the ascending aorta. Per the physician, the cause of the dissection was unknown. Additional information was received that during the valve implant, the valve was recaptured three times prior to implant due to positioning difficulties.

Manufacturer narrative:
Updated data: b5. Second paragraph added corrected data: additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with horizontal aortic anatomy at slightly less than 80-degree angle and an annulus perimeter of 68.2 mm, due to anatomical reasons, a transfemoral approach was not possible and a left transseptal approach was used instead. Three deployment attempts were made resulting in recapture. On a fourth attempt at deployment the valve was implanted. After implantation, contrast radiography was performed to confirm whether there was any subclavian damage, and an aortic dissection was confirmed. Computed tomography imaging was performed after hemostasis further confirming the aortic dissection. The dissection was surgically treated in the evening of the valve implant procedure, and the valve was explanted. No additional adverse patient effects were reported. Additional information was received which indicated that the dissection was located in the ascending aorta. Per the physician, the cause of the dissection was unknown.